Event description:
False positive troponin I (tni) results of 0.06 ng/ml on 2nd of 5 serial draws for one patient. No further info provided on patient diagnosis or treatment.

Manufacturer narrative:
Product support (ps) tested returned, and retained devices. Ps did not observe high outliers during calibrators and whole blood testing. Ps did not confirm the client's observations with in-house testing. Customer complaint could not be directly confirmed for lack of specimen. Testing with retained product indicated no outlier results to, which the false positive tni result could be attributed. Batch record review indicated single point outliers on each of 2 days when non-diseased patient whole blood was examined. Deficiency established. Release specification evaluation pending.